Manufacturer narrative:
Steris contacted the user facility to obtain additional information regarding the reported event. User facility personnel stated that the employee subject of the reported event was attempting to replace the minncare when the reported inhalation/irritation occurred. It was reported that the employee's symptoms subsided after 5 minutes. The IFU states, "if inhaled move person to fresh air. If person is not breathing, call 911 or an ambulance, then give artificial respiration, preferably mouth-to-mouth, if possible, call a poison control center or doctor for further treatment advice." Steris offered in-service training on the proper use and handling for minncare high-level disinfectant however, the user facility declined. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via chemtrec report that an employee experienced an "altered level of consciousness" due to inhalation exposure while handling minncare high-level disinfectant. The employee immediately removed himself from the area into fresh air and contacted poison control. No medical treatment was administered.